Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal of the tampon she could not feel the string and was unable to remove the tampon. She had to go to her gynecologist to have the tampon removed. After gynecologist removed the tampon, consumer observed the string was attached to the tampon. Gynecologist ran tests to rule out infection. She did not have an infection; however, she experienced vaginal discomfort, discharge and dryness due to attempting manual removal of the tampon. She stated her left side also hurt. Gynecologist recommended tylenol. She self treated with advil and her symptoms resolved.